Event description:
A customer reported a malfunction on the pump, identified by the code malf 12, but no significant events were noted prior to the issue. There was no adverse impact on the customer's blood glucose level. Customer technical support provided information to reset the pump and assisted the caller in performing the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared, which they acknowledged and understood.